Event description:
It was reported a volume discrepancy was noted during a pump refill. The hcp withdrew 15 ml of drug (expected volume not noted). Troubleshooting was being considered. No patient symptoms were reported. Additional information has been requested but was not available on the date of this report.